Event description:
Because of the medtronic infuse implanted during my surgery I began to experience serious problems such as pain, major nerve injuries, and has required me to frequently visit my doctor.